Event description:
It was reported that the stent dislodgement occurred, requiring surgical intervention with prolonged hospitalization. The target lesion was located in the left main vessel. A 2.25 x 12mm synergy xd drug-eluting stent was advanced to treat the lesion. Upon attempting to advance the stent, the stent completely came off from the balloon and dislodgement occurred. A snare was used, however; it was unsuccessful. The patient was transferred to a tertiary facility and underwent coronary artery bypass graft (CABG) surgery. There was no further information available to confirm if the stent was retrieved. The patient was in a fully recovered state.